Event description:
It was reported that when unpacking the device, "the inner box of the stent packaging was breached."

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.